Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm readings which occurred 10 days after the sensor was inserted into the abdomen. On (B)(6) 2023, the patient¿s housekeeper found the patient unconscious. It was also noted the patient was drooling and had urinated on himself. The housekeeper called the patient¿s wife, who then called 911. The patient¿s cgm reading was 90 mg/dl at this time. The reporter could not recall what the patient¿s bg was when the paramedics arrived or what medication/treatment was provided to the patient. The patient was transported to the hospital. At the hospital, the patient¿s bg via fingerstick was 124 mg/dl and the patient regained consciousness. The patient was fine at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code - e2324 incontinence.